Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced urinary stress incontinence and underwent transobturator sling placement following the implantation of avaulta plus anterior biosynthetic support system.

Manufacturer narrative:
The same was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)".

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced stress urinary incontinence, blood loss, and required nonsurgical and additional surgical interventions.